Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The same day as hospital admission, the patient was treated with an unspecified anti-inflammatory drug (intravenous infusion, no further details) for the peritonitis. The same day, pd therapy was discontinued and the patient was started on hemodialysis. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. No additional information is available.